Event description:
Patient underwent right breast reconstruction with a mentor siltex contour profile tissue expander/ implant in 2005. During scheduled surgery for removal of the fill port, the fill port tubing broke causing leakage of saline from the implant. The patient recovered fully from the surgery and was scheduled for removal of this implant and insertion of a new implant.